Event description:
It was reported that during a thyroidectomy procedure, the first clip did not stay formed on the vessel and subsequent clips were either dropping from the jaws or not properly forming and lighting vessel upon which they were placed. Case completed with another device of the same product code but different batch. There were no patient consequences reported. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what is meant by "clip did not stay formed on vessel?" Does this mean clip applied to vessel and then fell off? Correct, the clip fell off of the vessel. What shape were clips that were "not properly forming?" Unknown. What is meant by clips were "lighting the vessel upon which they were placed?" This is a typographical error, "lighting" was supposed to be "ligating" was there any patient consequence as result of clips not "staying formed on vessel?" No, there was no patient consequence.